Event description:
The affiliate reported that after the surgeon implanted the sensor, the icp could not be found. As a result, the surgeon pulled out the device. There was not impact to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations note: wires broken inside catheter; received catheter in a tightly coiled configuration; severe kinks along catheter body; no testing was possible. Mfg. Date: 5/22/2012. Based on the above evaluation, it appears the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.